Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected field: h6(evaluation conclusion codes).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a sensor module failure. The iabp would not detect adequate sized qrss for use as a trigger. The iabp was taken out of service and is with the hospital biomed. There was no report of patient harm, serious injury or adverse event.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. Upon inspection by the stm, the reported complaint could not be duplicated. However, the fault logs showed several occurrences for fault code 53 "fos continuous bit failed." After conferring with the customer the decision was made to replace the fiber optic module. After the repair was complete, the unit passed all functional and safety tests per factory specifications. It has been cleared for clinical use and returned to the customer. The full name of the event site is (B)(4).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed a sensor module failure. The iabp would not detect adequate sized qrss for use as a trigger. The iabp was taken out of service and is with the hospital biomed. There was no report of patient harm, serious injury or adverse event.